Event description:
A pixel issue on the pump display was reported by the caller. There was no adverse impact to the customer's blood glucose level. The customer planned to use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery. Technical support confirmed the shipping address and instructed the customer on how to put the pump into storage mode before returning it, which the customer understood and acknowledged. The customer was also advised to return the problematic pump using a pre-paid label within ten days.